Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a female patient who received a coolsculpting treatment to the abdomen (stomach) and flanks and presented with unevenness and firm lumps. Per abbvie medical safety assessment, the details provided indicate paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a4, a6, d1, d4, e1, h4, h6, h11. A6: race - other [ anglo indian]. H6: b22 insufficient information to b15 analysis of information provided by user/third party. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a female patient who received a coolsculpting treatment to the abdomen (stomach) and flanks using the cooladvantage, coolcurve plus applicator on (B)(6) 2024 and presented with unevenness and firm lumps. Per abbvie medical safety assessment, the details provided indicate paradoxical hyperplasia (ph)and provider medical diagnosed on (B)(6) 2025.